Event description:
It was reported that "erosion" of both cranial and caudal endplates of the treated disk were observed. Bone union did not occur.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Medical interpretation: lateral x-rays of l5/s1 transforaminal lumbar interbody fusion (tlif). Screws, rods, and spacer in good position. Several CT sagittal reconstructions show good developing fusion with rnd plate irregularity other than expected bone remodeling. Lateral x-ray with pointer identifying 4x4 mm sclerotic rimmed area in posterior l5. Non endplate is not seen on CT. This suggests it is an artifact. No axial views were submitted or available. No evidence of complication or malfunction.